Manufacturer narrative:
It was reported that at 1 month follow up scan after amulet device implant a device related thrombus (drt) was seen. The patient was put on eliquis; on scan it was noted that the drt was resolved and the patient was taken off oral anticoagulants. Reportedly, one year later, the patient presented for an atrial fibrillation and it was noted that the drt had returned. The patient was placed back on eliquis and aspirin and rescanned 6 months later and was reported as stable. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A still frame from echo was provided and reviewed at abbott. The entire amulet was not in view but evidence of what appeared to be a double thrombi on the mid and posterior aspect of the disc, confirming the reported event. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2024, a follow up scan was conducted and a device related thrombus (drt) was seen on intracardiac echocardiography (ice) and subsequently by echo (echocardiography). The patient was put in eliquis and scanned on (B)(6) 2024. On rescan it was noted that the drt was resolved and the patient was taken off oral anticoagulants (oac)s. On (B)(6) 2025, the patient presented for an atrial fibrillation (af) ablation and noted that the drt was returned. The patient was placed back on eliquis and aspirin and rescanned 6 months later. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, an unknown size amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2024, a follow up transesophageal echocardiography (tee) was conducted and no thrombus was noted. On an unknown date in (B)(6) 2024, the patient presented for an atrial fibrillation (af) ablation and the device related thrombus (drt) was seen on intracardiac echocardiography (ice) and subsequently by echo (echocardiography). Patient was placed back on eliquis and aspirin. Patient was rescanned 6 months later. The drt was resolved and the patient was taken off oac's. On an unknown date, another scan was conducted and it was noted that the drt was returned. The patient was placed back on oac's and the occluder remain implanted. The patient was reported stabl.